Event description:
During baxter's functionality testing of a spectrum pump, it displayed the downstream occlusion message. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of spec with respect to constant downstream occlusion alarms, which were not reproduced. Downstream occlusion alarms were confirmed through observation during functionality testing. The current reading of the downstream sensor was found out of spec. The device was calibrated to ensure proper occlusion detection.